Manufacturer narrative:
A ge service rep performed an on site investigation. Performed printer check by loading film into printer, with notch to bottom right. Confirmed proper operation. Printer is now working as intended.

Event description:
It was reported that the printer on the system was not printing. No pt injury was reported.